Event description:
The customer called to report bad sensor alarms. Troubleshooting was performed and the sensor passed testing. The customer also reported that she was hospitalized for low blood glucose levels with a reading of 28 mg/dl. The customer stated that the sensor didn't give her an alarm that her blood glucose levels were going low. The customer stated that her glucose meter read 128 mg/dl, but it was actually 28 mg/dl when the paramedic arrived. Advised the customer on the possible causes for having different glucose and sensor readings. The customer was unable to upload the insulin pump during the call and she declined troubleshooting. The customer felt that insulin pump was functioning properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2009-08060 for the hospitalization under the insulin pump.